Event description:
A cartridge change error was reported with the pump. Reportedly, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level.